Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray revealed the right atrial leadless pacemaker (ra lp) was dislodged and embolized. There was no conductive telemetry as a result of the dislodgement. The ra lp was explanted, and the patient was programmed to ventricular pacing only. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported events of no conductive telemetry was confirmed. Visual inspection of the device found the outer helix within specification and no anomaly on the inner helix. The device was unable to establish telemetry, and no output was noted upon receipt. Field information indicated the device was permanently disabled in the field, which deactivates the device, and no further analysis could be performed.

Event description:
Additional information received indicated the ra lp migrated to the inferior vena cava (ivc). In addition to the chest x-ray, fluoroscopy was also used to confirm the dislodgement.